Event description:
Health care professional reports: protime system inr results lower than reference lab. Protime inr 1.1 vs reference lab inr 2.3. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.